Event description:
Reporter alleged, the lancet needle used for fingerstick glucose testing is sticking outside the device drum after use. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.